Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient had discomfort with twitching. It was found the right atrial (ra) lead impedance had decreased and there had been a polarity switch to unipolar. The bipolar impedance was checked and was less than 100 ohms and during interrogation the twitching was able to be reproduced. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: sdr303 implantable pulse generator 2003 (B)(6); 5054 implantable pacing lead 2003 (B)(6). (B)(4).